Event description:
The customer reported that the alarm for unit cannot be heard in the room. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that the alarm for unit cannot be heard in the room. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.